Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of "stuck image" was confirmed due to a faulty printed circuit board. It was also found that the image color was red due to a faulty printed circuit board. Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera iii video system center¿s image was ¿stuck¿. There was no procedural delay, and the patient was not under anesthesia. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be printed circuit board. Olympus will continue to monitor field performance for this device.